Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ldrpb smart remote manager indicated a temperature out of range alert with multiple temperature readings recorded. The temperature probe was noted to be leaking. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager was out of range. A field service engineer (fse) replaced glycol probe resolve the issue. The fse confirmed that there was a medication spill in the probe vile which caused the readings to be off. The system functioned as intended after the field service engineer repaired the device.